Manufacturer narrative:
Philips has investigated this complaint. According to additional information received, the system was not in clinical use at the time of the event. A philips remote service engineer (rse) reached out to the customer and confirmed that the flexvision pc was not powering on properly at boot up. The start mode and computer status were checked and the rse directed the customer to manually switch on the flexvision pc and then restart it. After the restart, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the allura device would not boot up as the counter would get stuck at 00:00. No harm was reported to philips. Philips has started an investigation of this complaint.